Event description:
The customer reported that chemo was noted leaking at the maxplus to cadd pump tubing connection. The pt rec'd treatment at the hematology/oncology clinic on (B)(6) 2013 and went home with cadd prizm pump infusion fluorouracil (5-fu) at 10ml/hr for 46 hours. He noted a leak on the evening of (B)(6) 2013 (approximately 9 hours after cadd pump was initiated), turned off the pump and returned to the hospital. The nurse believed that a loose connection existed somewhere between the IV tubing, maxplus cap and port needle. The nurse retightened the connections. The pt experienced no more leaking and completed the remainder of the infusion. There was no pt harm or medical intervention. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer as the set was discarded. The customer's report of leaking at the maxplus to cadd pump tubing connection could not be confirmed due to the product was not returned for failure investigation. The root cause was not identified.